Event description:
It was reported that during pt treatment, the anesthesia machine generated a technical error code indicating a lower oxygen delivery than set. (B)(4).

Manufacturer narrative:
(B)(4).